Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis acute nos, post-traumatic stress disorder, anxiety, depression, stress, insomnia and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003 for anxiety, sertraline hydrochloride (zoloft) since 2003 for post-traumatic stress disorder as well as fluticasone propionate (flonase allergy relief) since 2007, levothyroxine sodium (synthroid) since 1996 and lorazepam (ativan) since 2015. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, nausea, fatigue and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain, hypersensitivity, psychological trauma and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia and progressive dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs and mr received: this case was become incident. Event injury was replaced with migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), hypersensitivity, psych injury, bladder problem, urinary problem, vaginal discharge, nausea, fatigue, abnormal bleeding vaginal, hair loss, pelvic pain female, abdominal pain. Patient's demographic details, lab data, essure removal date, treatment details, medical history and reporter was added. On 20-sep-2019: fu 2 and fu 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.